Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This report is for day 4 of 4. See MDR# 1061932-2011-0041 for day 1 of 4, MDR# 1061932-2011-00444 for day 2 of 2, and MDR# 1061932-2011-00447 for day 3 of 4. The raw test data from the instrument were analyzed. When a body fluid sample contains a high white blood cell count and a low red blood cell count, the reported rbc result may need to be corrected for the presence of white blood cells at levels deemed significant by laboratory protocols. Beckman coulter labeling states "very high wbc counts are a known interfering substance for the rbc parameter of body fluids." This is because the rbc bath has a much higher dilution ratio compared to the wbc bath (about 30 times). Since white blood cells are much bigger than red blood cells, wbcs will not show up in the rbc histogram except when there is a high concentration of small lymphocytes.

Event description:
The customer reported that on (B)(4) 2009, the lh750 hematology analyzer generated erroneously elevated rbc (red blood cell) body fluid results on a pt sample (of cerebral spinal fluid or synovial fluid). The sample contained a wbc (white blood cell) count greater than 1,000 cells per ul. The customer stated that per visual examination, the sample did not appear to be tinged with blood. The customer performed a manual rbc count and determined that the difference from the reported result was not clinically significant enough to warrant the issue of a corrected report. There was no death, serious injury or reported change to pt treatment as a result of the erroneous test results.